Manufacturer narrative:
The lot number was not provided therefore, device history could not be reviewed and mfg date not determined. In further communication with arthrex rep, it was indicated that the resident surgeon assisting the case, appeared to have torqued the driver too much. This event was attributed to misuse.

Event description:
It was reported that the tip of the driver broke off during an anterior cruciate ligament repair. The broken piece remains inside the implant in the pt. Hospital has not reported any further consequences with the pt as a result of this event. This device is used for treatment.